Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as touch contamination. One day after the initial symptom onset, the patient was hospitalized and was treated with vancomycin (2.5g, intraperitoneal, given on day and day 12) for peritonitis and was then discharged on the same day. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. It was reported that the patient was not retrained on the proper aseptic technique. No additional information is available.